Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states the patient reported that three infusion sets fail when being placed onto body on 19/jul/2024. Several have not been inserted fully and when they are inserting fully the cannulas were crimped and caused insulin to not deliver properly. No further information available.